Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the therapy electrodes were non functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (non functional tes) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was an opening along the pulse wire between the dn and ECG 'b.' The cause of the non-functional tes is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective belt.